Event description:
It was reported that the insulin pump was stuck in the prime loop. Troubleshooting was performed, and the drive support cap popped out while priming. The blood glucose reading was 119mg/dl. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump had a detached end cap, scratched display window, cracked battery tube threads and cracked reservoir tube lip. Unable to perform the prime test and displacement test due to detached end cap. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.